Event description:
Caller (point-of-care coordinator) reported that pt was sent to the catheter lab. Pt was tested on the triage cardiac panel versus a lab analyzer, dade vista. Caller confirmed that pt's initial troponin (tni) result of 0.28 was in the first of two positive ranges on the meter. In her opinion, the fact that the tni was in the equivocal zone coupled with the positive ckmb and myo results, suggested a myocardial infarction (mi). Three repeat testing with edta plasma sample was performed on the triage cardiac panel and revealed positive tni results. In addition, two lithium heparin samples were run and resulted in positive tni values. Pt samples (a heparin tube and a second edta tube for a cbc) collected on (B)(6) 2012 were also run on 2 add'l triage devices on (B)(6) 2012 (see MFR. Report # 2027969-2012-00376 and 2027969-2012-00377). Caller also reported that pt had died. No add'l pt info was provided and the cause of death is not known. No pt samples were available for return.

Manufacturer narrative:
Investigation pending.